Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a triple lumen umbilical vessel catheter (uvc). The customer reports that the leakage was noticed just below the molded strain relief on the primary extension tubing. The uvc was removed and replaced with another uvc. The customer further reported that the patient status is fine.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.